Event description:
It was reported that the patient¿s vt rate was below the vt1 detection rate causing the device to withhold therapies. Device called bigeminy due to irregular intervals. Programming changes were made. The patient¿s vt rate was just below the vt1 rate there was no malfunction. No external shock was performed. The vt ended up going fast enough that the device treated with atp/shock. The patient condition was stable.